Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver ablation procedure, they ablated the tumor four times with duration of 10 minutes, 5 minutes, 10 minutes, and 5 minutes at 100 watts. When they took the antenna out the ceramic tip of the antenna came off. They noted that the tip was left in the tumor inside the patient. They used another antenna to complete the case.